Manufacturer narrative:
The astral device was returned to resmed for evaluation. Visual inspection revealed contamination and deposits within the device air inlet and pneumatic block. The device was returned to the customer unrepaired due to customer declined repairs. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to the outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.